Manufacturer narrative:
Please note that the initial reporters phone number/section e is: (B)(6). It was reported that the physician was unable to deploy the stent of a 5 x 200mm 120cm smart flex vascular stent delivery system (sds). The device was exchanged for a non-cordis device and the procedure successfully completed with no reported patient injury. The event involved an (B)(6) year old patient who underwent a percutaneous intervention of a target lesion in the superficial femoral / popliteal artery. This target lesion was described as heavily calcified. The patient¿s vasculature was accessed via a contralateral approach, the lesion crossed with a 0.035¿ guidewire and the target lesion successfully pre-dilated with a 4mm balloon catheter. The site reported that the smart flex sds had been stored according to the instructions for use (IFU) and that no damage was noted to the product packaging when it was inspected prior to use. No difficulty was experienced while removing the sds from the package and the device was noted to be un-damaged when inspected prior to use. The site further reported that the smart flex device had been prepped and flushed according to the IFU with no problems noted. Some difficulty was experienced when positioning the sds in the target lesion and this was attributed to the artery being very calcified. The site reported that the sds had not been advanced and then withdrawn back into the lesion and that the handle of the device had not been held flat and straight outside of the patient. When the physician attempted to deploy the 5 x 200mm stent at the intended target lesion, the sds ¿failed to respond appropriately¿ and the stent did not deploy. The sds was removed without issue and the procedure successfully completed with a non-cordis device with no reported patient injury. One non-sterile smart flex 5x200 vas, 120cm was received coiled inside a plastic bag with a partially deployed stent (by 1cm) and with the hemostasis valve open. Blood traces were observed on the stent. Functional analysis of the deployment process was successfully performed without difficulty. Dimensional analysis was not performed since the functional test was performed without any problem. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-unable" event was not confirmed based on the results of the functional analysis. Visual analysis of the device did however confirm that the stent had been prematurely deployed. The exact cause of these events could not be conclusively determined. According to the IFU, the safety and effectiveness of this device has not been demonstrated in lesions that are either totally or densely calcified. During the introduction of the sds, users are instructed to straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. Based on the information available for review, there are vessel characteristics (calcification) and possible procedural factors (not keeping the sds straight) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. However, a risk assessment has been initiated to address this issue. Please note that this is the initial/final report for this product.

Event description:
As reported, after successfully positioning the 120 cm. Smart flex 5 x 200 stent at the intended target lesion, the stent delivery system (sds) failed to respond appropriately/the stent did not deploy. The physician was able to successfully remove the device/sds from the patient without any problem. There was no reported patient injury. The product will be returned for inspection. The procedure was completed successfully using a non-cordis product. The target lesion was the superficial femoral artery (sfa)/popliteal (sfa-pop). The lesion was reported to be heavily calcified. The lesion was successfully pre-dilated using a four (4) mm. Balloon catheter (bc). A contralateral approach was used. A .035 inch guidewire was used. There were no reported problems positioning the smart flex device. Additional information received indicated that the product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported problem flushing the device. There was some reported difficulty positioning the device as the artery was said to be very calcified. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was not held flat and straight outside the patient. No other product issue was noted such as pre-mature deployment, etc. Upon inspection of the product after removal from the patient or prior to shipping. No additional information is available. Addendum: the analysis indicated that the stent was received partially deployed, about one (1) cm.